Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had primary surgery done roughly 25 years ago. There are no op notes or records for the primary surgery. Markings on the implants are unknown. The patient was brought to surgery because of osteolysis and elevated metal ion levels. The doctor said that the patient was relatively asymtomatic. No ref numbers or lot numbers available. It was an aml 14/16 taper stem, tri-spike cup with a 32+5 metal head. The head had worn through the poly and started articulating on the metal. Cup, liner and head were removed while stem was saved. The patient got a new cup, poly liner (competitor) and a 36+11 head (depuy). Doi: 25 years; dor: (B)(6) 2019; unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Examination of the provided images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.